Event description:
On 10/jun/2022, a registered nurse (rn) reports that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support to order manual solution for antibiotics. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2022 for a routine testing of the patient¿s pd effluent. It was discovered the patient¿s pd effluent was cloudy. The patient did not have any symptoms. The effluent was sent for culture and revealed growth of enterococcus faecalis and klebsiella (multiple species). The nurse stated the patient was treated with the antibiotics vancomycin 2 grams every 5 days and cefepime 2 grams daily intra-peritoneal (ip). The patient is reportedly recovering. The patient continues pd treatment with the fresenius cycler without further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the patient has poor personal hygiene (hadn¿t showered and noted to have dirty fingernails). Therefore, the nurse attributed the peritonitis to breach in infection control/touch contamination during the pd exchange.